Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. A device history record (DHR) review was conducted: f-29912, sterile ¿ part, part: 03.130.202s, lot: 6l90024, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 30. April 2020, expiry date: 01. April 2030, since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part, part: 03.130.202, lot: f-29912, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 02. April 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for forefinger fractures by using the variable angle (va) locking hand system. During the surgery, the drill bit hit the screw which was already inserted. As a result, the tip of the drill bit broke and around 3-mm-long fragment was left in the patient¿s body. The surgeon decided to leave the fragment in the patient¿s body. There was no surgical delay. Concomitant device reported: screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for complaint (B)(4).